Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2021. Blood glucose level at the time of the incident was 749 mg/dl. Customer was treated with intravenous insulin drip. Customer had symptoms at the time of hospitalization event was feeling sick, unwell, headache, vomiting. Customer has been using the insulin pump system within 48 hours of reported high blood glucose event. Auto mode feature was active at the time of high blood glucose event. Customer did test for ketones and had 6.7 ketones. Customer had received sensor updating, change sensor and calibration now alarm on sensor. Customers last blood glucose reading was 156 mg/dl. The insulin pump will not be returned for analysis.